Event description:
It was reported that during a latarjet stop under arthroscopy with bankart, the suturefix anchor did not hold and broke during installation. The procedure was completed with one of the faulty devices that was positioned without problem, the bead was repaired with 1 anchor instead of 2. The rest of the broken pieces were removed from the patient by pulling on the strands, since the failure was a defect in the fixation of the anchor during its release. There was a 30-minute surgical delay reported. No void was left in the patient. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a material certificate of analysis is required. A clinical review states that this case reports the breakage of the three suturefix anchors and while it was communicated that the broken pieces were removed from the patient, it was also noted that ¿the procedure was completed with one of the faulty devices.¿ no clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the information provided no clinical factors were found which would have contributed to the reported breakage. The suturefix anchor is implantable, biocompatibility is not an issue. The size of the ¿faulty¿ anchor is unknown. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. It was communicated via e-mail that, ¿the patient is doing very well, the technical problem will not affect the final result.¿ no further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.